Event description:
It was reported that during a vein angioplasty treatment procedure the balloon catheter became stuck in the sheath. The lesion was 60% stenosed and was non calcified and non tortuous. The gladiator 7.0 x80, 40cm was inflated. On the second inflation at twenty four atmospheres "it broke on the stenosis and then the sheath sheared off the balloon from the shaft but did not come off completely and then became stuck in the sheath." A small cut in the skin was required to remove the sheath and the balloon as one unit. All of the balloon came out with the sheath. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a vein angioplasty treatment procedure the balloon catheter became stuck in the sheath. The lesion was 60% stenosed and was non calcified and non tortuous. The gladiator 7.0 x80, 40cm was inflated. On the second inflation at twenty four atmospheres "it broke on the stenosis and then the sheath sheared off the balloon from the shaft but did not come off completely and then became stuck in the sheath." A small cut in the skin was required to remove the sheath and the balloon as one unit. All of the balloon came out with the sheath. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inserted through an introducer sheath. An examination of the device found a complete balloon circumferential tear at 41mm distal to the distal edge of the proximal markerband. The shaft between the two markerbands was severely stretched. An examination of the introducer sheath found no issues. Both sections of the balloon tear were fully bonded onto the shaft. The distal section of the balloon tear was pulled out over the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is use/user error as the dfu states "do not exceed the rated burst pressure." (B)(4).

Manufacturer narrative:
(B)(4).